Manufacturer narrative:
Returned for evaluation was one soft-vu catheter. A visual review of the catheter noted that the tip was fractured, 1.3cm from the weld joint. The customer's reported complaint description of fracture is confirmed. A root cause for this event cannot be determined. CAPA (B)(4) was initiated to determine the root cause and implement a corrective / preventative action for this type failure. A review of the device history records was performed for the packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, contains a statement; "reshaping of catheter tip is not recommended. Physical damage to the catheter material can result when exposed to heat". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on september 01, 2017: during a tipss procedure, the catheter tip broke off inside of the patient. The fragment was successfully removed via a snare. The device was removed and set aside. The procedure was completed with a new of the same device. The patient did not suffer any harm or injury due to this event. The reported defective disposable device has been returned to the manufacturer for evaluation.